Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to an in-clinic follow-up with their atrial lead double counting p-waves. It was unknown what the cause of this over-sensing was. A chest x-ray was recommended to the physician, but the physician decided against it due to the age of the lead and its long term stability. No further intervention was planned. Patient was stable after the event.